Event description:
On (B)(6) 2025, the user¿s caregiver reported that the user had been hospitalized for hyperglycemia after discontinuing use of the ilet bionic pancreas. The caregiver stated that the user had previously experienced difficulty securing the luer connector, which may have resulted in insulin delivery interruption. The user then transitioned to multiple daily injections but reportedly stopped administering insulin for reasons unknown, leading to loss of consciousness and hospitalization from on (B)(6) 2025. Long-term health effects included the development of bedsores during the hospitalization.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence. Based on information provided, the user was not using the ilet at the time of the event. The reported hospitalization followed an interruption of insulin therapy while the user was on backup treatment. The user had previously experienced difficulty removing and reinstalling the connect adapter (luer) during a cartridge change, which may have contributed to the initial discontinuation of ilet use. The product was not returned for evaluation, and the lot number was not provided. The reported difficulty with the connect adapter (luer) is a known condition related to interface tolerance between the connect adapter (luer) and the insulin cartridge. This condition may result in the connector becoming difficult to remove or stuck within the cartridge chamber. A design modification was implemented in october 2024 to adjust the connector dimensions and mitigate recurrence. The user has since been diagnosed with neuropathy. Based on available information, no malfunction of the ilet was identified, and the investigation is considered complete.